Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high impedance and high thresholds caused by a subclavian crush. No additional adverse patient effects were reported.